Event description:
Nasal cannulas have a protrusion under the nasal prongs that has been found to be very irritating to the patients, causing an abrasion. Cannula is also very stiff. Rptr will use up stock on hand and switch over to a softer, pliable and more comfortable cannula pending corrective action by MFR.